Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement was that the patient needs better pain coverage. The patient has no issues with the ipg.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.